Event description:
It was reported that the patient's implantable neurostimulator (ins) indicated a power-on-reset (por) condition. The error code was not available at the time of the call. The patient's ins was removed and was going to be sent in for analysis. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).